Manufacturer narrative:
Lifescan (lfs) has requested return of the subject product(s) for evaluation. If the product(s) are returned, lfs will evaluate it/them and inform FDA of product(s) that do not pass inspection in a supplemental report.

Event description:
On (B)(6) 2012, the lay user/ patient contacted lifescan (lfs) (B)(4) alleging her onetouch veriopro meter read inaccurately high compared to another device. The complaint was classified based on additional information obtained by a customer care advocate (cca) during a follow-up call. The alleged issue began on (B)(6) 2012 at 2pm. The patient manages her diabetes with levemir insulin (20 units in the morning/ 26 units in the afternoon) and novorapid flexpen insulin (2-4 units in the afternoon/ 6 units in the evening). The patient denied making changes to her usual diabetes management routine. The patient denied testing her blood glucose prior to the alleged issue. The patient reported blood glucose results of "143 mg/dl" with the subject meter and "63 mg/dl" on another meter, performed within 30 minutes of each other. The results fell outside expected values for meter to meter accuracy testing. Prior to the start of the alleged issue, the patient claims she felt symptoms of numbness, cold and sweaty. The patient "ate something sweet" as treatment. At the time of troubleshooting, the cca noted the subject meter was set to the correct unit of measurement and an approved sample site was used for testing. The patient did not have control solution to perform quality control testing. Replacement products were sent to the user. Based on the information provided, there is no indication that the product caused or contributed to a serious injury. The patient's symptoms started before the reported issue first occurred and there is no evidence the patient administered inappropriate self treatment due to the alleged issue. However, this complaint is being reported because the results fell outside expected values for meter to meter accuracy testing.